Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref# (B)(4)) lot 1074286 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max sars-cov-2 reagents indicated that the lot 1074286 was manufactured according to specifications and met performance requirements. Customer complained about one sample that gave false positive result with the bd sars-cov-2 reagents for bd max¿ system kit lot 1074286 but was negative with the genexpert assay as well when tested by the victorian state reference laboratory (method unknown). One run was received for analysis (run 1616 from instrument ct1715). The customer¿s udp settings were verified and the result logic parameters were set in accordance with the bd sars-cov-2 reagents instruction for use. Run 1616 contained 19 samples, and all obtained a negative result except sample in position b04, which gave a positive result for both n1 and n2 targets. Manual pcr curve adjudication was performed on sample b4. Curve analysis shows no anomaly, with true but late amplification of both n1 and n2 targets, with CT values of 35,7 and 35,5, respectively. The discrepancies for this sample, compared to the other tests performed (genexpert assay and reference lab), are suspected of being due to different limits of detection between the various assays. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Bd was unable to confirm the exact cause of the customer¿s discrepant results, however based on the data analyzed, no product issue is suspected. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents lot 1074286. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported while testing for sars-cov-2 2 false positive results were obtained. Confirmatory testing was performed using genexpert test method and the results were negative. Results were not reported. There was no report of patient impact. Eua# (B)(4) bd max sars-cov-2 false positive result - sample ID (B)(6) customer confirmed with genexpert and victorian state reference lab that the sample was negative. Results from bd max were not released from laboratory to medical staff or the patient.

Manufacturer narrative:
Eua# (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing for sars-cov-2 2 false positive results were obtained. Confirmatory testing was performed using genexpert test method and the results were negative. Results were not reported. There was no report of patient impact. Eua# (B)(4). Bd max sars-cov-2 false positive result - sample ID (B)(6). Customer confirmed with genexpert and victorian state reference lab that the sample was negative. Results from bd max were not released from laboratory to medical staff or the patient.